Event description:
It was reported that the right ventricular pacing impedance increased for one day and an alert was triggered. There was no further incident of increasing impedance noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.